Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not getting insulin into their stomach, causing their blood glucose to go high. They would treat their high blood glucose with manual injection. Their current blood glucose was 225 mg/dl. The customer also reported that they were hospitalized on (B)(6) 2017 at 11:00 am due to high blood glucose. The customer¿s blood glucose at the time of admission was 602 mg/dl. They were treated and released. They were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump and insulin exited without incident. They did not have a bent cannula. There was a slight bend at the end of the tubing. The bolus history displayed all bolus entries. The insulin pump was not returned for analysis.